Manufacturer narrative:
The lens remains implanted in the eye; therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the pt presented with rebound inflammation approx one month after akreos mi60 implantation in the left eye. The surgeon was uncertain about the cause of the inflammation. The pt was prescribed steroids for inflammation treatment. Yag capsulotomy was performed three months after iol implant for posterior capsular opacification (pco) on (B)(6) 2011. The pt's prognosis as of (B)(6) 2011 was "quiet uveitis, but steroid response with elevated intraocular pressure."